Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display and unexpected power loss alarms found on 10/03/2021. Device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 09:30:09 and (B)(6) 2021 at 20:50:11 and 20:50:22; however, found: failed battery test alarm on (B)(6) 2021 at 20:42:01, 20:42:44, and 20:44:44. Replace battery now alarm on (B)(6) 2021 at 07:30:00 and 07:40:00. On (B)(6) 2021 at 20:37:00. Replace battery alarm on (B)(6) 2021 at 06:59:00 and 07:09:00. On (B)(6) 2021 at 20:06:00. Insert battery alarm on (B)(6) 2021 at 09:29:39, 09:29:51, on (B)(6) 2021 at 20:41:48, 20:42:14, 20:42:49, 20:44:53, low battery alarm on (B)(6) 2021 at 21:28:00, on (B)(6) 2021 at 09:29:39, on (B)(6) 2021 at 10:35:00. No unexpected power loss, failed battery test, replace battery, replace battery now, insert battery, and low battery alarms during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, insulin pump passed required testing. Customer alleged for power loss alarm was not confirmed. Blank display not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that battery running out very quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.